Manufacturer narrative:
No sample was received by the contract manufacturer for evaluation and no further information has been received. No evaluation results have been received from the contact manufacturer to date. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively however, data will continue to monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections g.1, g.2, h.6 and h.10. Per the contract manufacturer's evaluation, a review of the batch production record for the provided lot number showed no unusual manufacturing issues. A review of the complaint records showed two previous complaints against the reported lot number. With no sample received or additional, related information provided, the customer reported event could not be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic gas regulator did not pull up any gas. Procedure details, patient involvement and patient impact information is unknown.additional information has been requested.